Event description:
It was reported that the device reached elective replacement indicator 16 months after implant. The device cannot measure battery or lead status and the impedance and threshold measurements stopped in march. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was evaluated with a finding that the cause of the issue was the integrated circuit but the overall finding was inconclusive.